Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Device failed functional testing presenting constant flow when input pressure is low and tidal volume is set to minimum. Replaced the input manifold. Confirmed customer complaint. Probable cause was a defective input manifold. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Device passes all functional testing after repairs were completed.

Event description:
It was reported that the device experienced a problem where intermittently the unit doesn't cycle it just blows continuously. The therapist was able to get it to cycle, and they switched the vent out. There was a patient involvement, but no harm reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.